Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
The customer was contacted to confirm paramedics call. The customer stated they had low blood glucose at the time paramedics were contacted. The doctor tried everything, even lowering her rates. The customer stated they found her diabetes type 1 had left, unsure how her pancreas started producing insulin again. Customer stated this event occurred 1-2 years ago. The customer's blood glucose was 29mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that emergency medical technicians (emt) were called three times last year in a two to three week period for reasons not provided in the report. Customer stated that they are no longer on the insulin pump. Customer's blood glucose levels at the time of the incident were not provided in the report. Customer declined to troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being returned or replaced.